Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 136065, model/catalog description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.